Event description:
Caller reported aviva system blood glucose results of 378 mg/dl and 142 mg/dl within 10 minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
(B)(4). The device was rec'd, the investigation is not complete.

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, the proglide device failed. A second proglide device was used to achieve hemostasis. There were no adverse pt effects. Though requested, no additional information was provided.